Manufacturer narrative:
Permobil received notice from a supplying dealer in (B)(4) reporting an incident where the end user drove his power wheelchair into the local river and subsequently drowned as a result. Dealer stated this event occured on (B)(6) 2015, but they did not realize they had to report until just recently. Dealer reports the chair involved in the event had been disposed of around november of 2015. Dealer stated they received no reports of possible equipment malfunction that would have attributed to this event, but believe this event was deliberate in nature and done by the end users freewill. As unit was disposed of 10 months prior to permobil having been notified of the event, analysis of the device was not possible. The DHR for this device was reviewed and unit was found to have been built according to specification. Disposed of by dealer.

Event description:
Received report from dealer that client maneuvered power wheelchair in to a local river where he subsequently drowned.